Event description:
The customer reported that during a code situation, the clinicians attempted to deliver a shock eight times to a pt. Only one shock was successfully delivered to the pt and was reportedly delivered into 192 ohms. The other attempts seemed to show no paddle contact with the pt.